Event description:
The customer reported a speaker malfunction. An error message was displayed on screen and the loudspeaker did not produce any sound. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.